Event description:
(B)(4). According to the information received the user reported a catheter with missing eyelets. The patient used the catheter but the urine did not drain. The user realized that the catheter was missing eyelets. The patient stated that he has eye issues.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.